Event description:
It was reported that, "cup was malpositioned, surgeon revised to reposition. When the cup was removed, it was discovered that one screw (40mm) was broken, the entire screw was removed."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.